Event description:
Spontaneous. Pt reports that they have been out of the IV connectors since wednesday (B)(6) 2022 but pump has been running fine and it was not leaking. Pt also reports that cadd legacy pump serial number (B)(4) was not infusing for 2 hours this morning and it never alarmed. Pt reports they were lightheaded but had oxygen available that they were using. Pharmacy sending IV connectors and new pump to pt. No further information, details or dates provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pi.mp when alarm occurred is unknown. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. Is the actual device available for investigation? No. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to cvs/caremark by: patient/caregiver.